Manufacturer narrative:
Investigation summary: a 2000e (B)(6) product was not available for investigation; however, the customer confirmed that the complaint sample was from lot 19075426. Further information provided by the customer indicates that the connecting product was a bd syringe. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 19075426 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Root cause analysis: the root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. The connecting product in use at the time of the customer's experience was not available for investigation and therefore it has not been possible to confirm if this may have contributed to the reported occlusion. Investigation conclusion: a review of the customer feedback database indicates that there are a small number of similar reports; however, these complaints have not been attributable to a smartsite product defect.

Event description:
It was reported that ll vlv adpt(stand alone) was occluded. The following information was provided by the initial reporter: the reported feedback suggests that there was an occlusion. During maintenance of the patient's deep venous catheter, it was found that the infusion connector could not be flushed, the connector was clogged.